Manufacturer narrative:
Upon investigation of the actual device used in this incident found fridge temperature over maximum. A field service engineer cancelled the work order. No resolution was provided by both field service engineer and customer about the resolved issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es error message stated main power failure over maximum temperature. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.